Event description:
Customer reported that pump screen wouldn't turn on, indicating a malfunction. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the customer on storing the pump and arranged for its replacement, meanwhile ensuring insulin delivery through alternate therapy. The customer reverted to manual injections for insulin therapy.